Manufacturer narrative:
Evaluation results: the pump operational log was downloaded and reviewed. The reported incident was reported to have occurred on (B)(6) 2011. The operational log does not show any infusions of 70 ml/hr for this date. However, one 7 ml/hr infusion and one 8 ml/hr infusion were recorded in the log. The 7 ml/hr infusion was programmed at 12:17 pm with a volume to be delivered of 250 ml. The infusion was manually placed on hold at 8:09 pm, delivering 100.1% of the expected volume. The 8 ml/hr infusion was programmed with a volume to be delivered of 195 ml and ran from 8:09 pm to 9:18 pm, when the pump was manually placed on hold, delivering 100.0% of the expected volume for the infusion time. The pump log shows the pump operated as programmed. B. Braun completed an evaluation of this pump per the complaint handling procedure. As part of the routine testing requirements, the pump was tested for volumetric accuracy 3 times with a rate of 7 ml/hr and a volume of 55 ml. Immediately followed by a rate of 8 ml/hr and a volume of 9.2 ml/hr, for a combined expected volume of 64.2 ml. The results were all within specifications at 65.1 ml, 65.1 ml and 64.6 ml respectively. The pump met all of the testing requirements and the overinfusion event could not be reproduced. The user facility reported that the pt was fine and no injury occurred.

Event description:
Overinfusion - rate set at 7 ml/hr and clinician noticed the rate changed from 7 ml to 70 ml/hr. Infusion was stopped and pump was sent to biomed.